Event description:
The account reported the brakes are not functioning. The stretcher was located on the ground floor of the facility. There was no patient/use injury reported. (B)(4).

Manufacturer narrative:
The technician found the brake caster is not holding; the cause is unknown. The technician replaced the brake caster to resolve the issue. Based on this information, no further action is required.